Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that while doing a straight catheter on a male patient, he noticed that part way through positioning the straight catheter, urine was flowing onto the padding they placed to protect the patient and bedding from spills. The catheter has separated where the blue portion of the tube and the white portions meet. It was reconnected and the health care provider (hcp) made sure there was no pulling from the weight of the urine bag but it separated again. The hcp compensated by making sure they held the connection securely until the bladder has been drained of urine and the catheter was removed.